Event description:
Customer claims no alarm tone when pressure is released from the pad. There was no patient injury reported.

Manufacturer narrative:
(B) (4). - product was requested to be returned but has not been received. (B) (4).